Event description:
A malfunction was reported on the customer's pump, identified by malfunction code malf 3 and fault ID 0x2095. There was no adverse impact to the customer¿s blood glucose level. The customer was informed that a replacement pump with updated software would be sent, along with instructions for putting the current pump into storage mode and returning it to tandem. The customer acknowledged the information and agreed to the return process.